Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the pump black box data indicated multiple cs 128 replace battery alarms. During testing, the pump performed the ez-prime steps with no battery alarms occurring. Current draws measured within specifications. The battery life issue was shown in the history but was not duplicated during investigation. The pump case was removed and moisture corrosion was found on the pcb, near the cgm module, and on the piezo. Unrelated to the complaint, investigation revealed that the audio bolus button cover was detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.